Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the screen of her insulin pump have been scrolling up on their own. Customer stated that she pressed the act button and the numbers stopped. Customer does not recall any events leading to this issue. Blood glucose level is 228 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.